Manufacturer narrative:
The provider met with the user. The device was evaluated and repaired as necessary. The user was re-instructed on use. The device is working properly. Provider evaluated and repaired.

Event description:
Provider alleges patient was injured while transferring from power chair to couch. Patient had put her weight on joystick swingaway when the mount swung away causing her to fall. Patient was instructed on how to use power chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges patient was injured while transferring from power chair to couch. Patient had put her weight on joystick swingaway when the mount swung away causing her to fall. Patient was instucted on how to use power chair.